Manufacturer narrative:
Device was received with pump error 35 alarm and critical pump error (open book image) alarm during testing due to moisture damage on the electronic assembly. Device was received with cracked battery tube threads, cracked case at corner of the belt clip rails and cracked case along the side of the battery tube. The p-cap locks properly into place.

Manufacturer narrative:
(B)(4). Currently it is unknown whether or not the device may have caused or contributed to the event as no product has been returned. The device will be returned for analysis and further information will follow once the analysis has been completed. No conclusion can be drawn at this time.

Event description:
Information received by medtronic indicated that the insulin pump had multiple insulin pump error alarms. The customer tried cleaning the insulin pump however it gives them a critical pump error after 6 minutes and they noticed that the insulin pump had cracked at the back. The customer stated that the insulin pump was not exposed to a high magnetic field. The insulin pump's retainer ring was not damaged. No harm requiring medical intervention was reported. The device will be returned for analysis.